Manufacturer narrative:
The device was received, and an evaluation was completed. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. During recertification testing, the device was found to over-infuse (+529.70%). The camshaft, valves with inserts and fingers were replaced to correct this condition. The device was required to meet all calibration and release specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During recertification process of a returned spectrum pump, the device over infused by greater than 10%. There was no patient involvement. No additional information is available.